Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm and power system error. The customer's blood glucose value was unknown. The customer stated that they received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The customer was not able to clear the alarms after troubleshoot. The product was returned for analysis.